Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge error message occurred. Blood glucose level was elevated (338 mg/dl), and was addressed by delivering a correction bolus, via manual injections. The customer was able to successfully load a new cartridge.